Manufacturer narrative:
Original MDR 2517506-2017-00852 was filed 12/11/2017. MDR 2517506-2018-00091 was filed for the same incident. Siemens healthcare diagnostics has confirmed that dimension vista® calcium (ca) flex® reagent cartridge lot 17171bd may produce erroneously low results from specific well sets. If ca reagent calibration is performed using an unaffected well set and qc and patient samples are subsequently processed using an affected well set, ca results may be falsely depressed up to -2.8 mg/dl (-0.7 mmol/l). If ca reagent calibration is performed using an affected well set, and qc and patient samples are subsequently processed using an unaffected well set, ca results may be falsely elevated. The observed bias for serum, plasma, and urine specimens are similar. Urgent medical device recall, vc-18-03.a. Us and urgent field safety notice vc-18-03.a.ous dated january 2018 were issued to customers who had been shipped dimension vista® calcium (ca) flex® reagent lot 17171bd. Customers were instructed to discontinue use and to discard lot 17171bd.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center about the discordant falsely depressed ca results. The siemens healthcare diagnostics technical solutions laboratory (tsl) and headquarters support center (hsc) conducted further investigation on lot 17171bd calcium (ca) flex reagent cartridges. Headquarters support center (hsc) has confirmed that when using the dimension vista calcium (ca) reagent lot 17171bd, quality control (qc) and patient samples may show decreased recovery of >0.6 mg/dl (0.15 mmol/l) within an individual well set. Siemens is continuing to investigate the device issue.

Event description:
Discordant falsely depressed calcium (ca) results were obtained on patient samples on the dimension vista 1500 instrument. The results were reported to the physician(s). The same samples were repeated on an alternate dimension vista instrument and higher results were obtained. Corrected reports were issued. There is no known report of patient intervention or adverse health consequences due to the discordant falsely depressed ca results.